Event description:
It was reported that during a procedure of the proximal left anterior descending (lad) artery, the xience prime stent delivery system (sds) was successfully delivered in the distal lad. A different xience prime sds was delivered to the proximal lad, however, after the balloon was deflated it was difficult to remove the balloon from the stent; it appeared stuck. The device was removed. A second xience prime sds was delivered in the proximal lad with the same result of the balloon sticking post deployment deflation. It was noted that during the procedure while delivering the proximal lad stents the patient experience ECG changes and chest tightness. The physician stopped using the devices to rest the patient for approximately 15 minutes. The ECG and patient returned to normal and the procedure was completed. There were no reported adverse patient effects. Though requested, no additional information was provided. Additionally, a total of 3 xience prime stents were used during the procedure including a 3.5x23, 3.0x8 and a 2.5x18. The exact stent placement is not known and it is unclear which two out of the three had post deployment resistance. Therefore, two unknown xience prime are being reported.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The stent delivery system was discarded. The lot number was not provided; therefore, a device history record search and query of similar incidents will not be performed. A follow-up report will be submitted with all additional relevant information. The other xience prime is being reported under a separate MFR number.

Manufacturer narrative:
(B)(4). The stent remains in the anatomy. In this case, it was not possible to perform an analysis on the stent delivery system (sds) because it was not returned to abbott vascular for investigation. The lot history record review and similar incident query for this incident were not performed because the lot number was not reported and the product was not returned for analysis. There was no report of any damage noted to the sds or stent implant during inspection prior to use, which suggest that a product quality deficiency did not contribute to the reported complaint. It is likely that the stent implant was not fully apposed to the vessel due to interactions with the lesion, which subsequently resulted in difficulty removing the sds post-deployment as the balloon interacted with the partially deployed stent. During the delayed procedure, the patient experienced angina and electrocardiogram (EKG/ECG) changes. The reported patient effect of angina is listed in the xience prime everolimus eluting coronary stent system instruction for use (IFU) as a known adverse effect. There is no indication of a product quality deficiency.